Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ia endoleak and migration of the suprarenal extension of 41.5mm complaints are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type ia endoleak and migration of the suprarenal extension is most likely anatomy related. The increase in the sharp angulation from 28 to 72 degrees likely contributed to the reported events (aortic remodeling). The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: date received by manufacturer - updated h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with afx bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately five and a half (5.5) years post initial procedure, a type ia endoleak with migration of the proximal extension were identified at routine follow-up. Reintervention is planned; however, has not yet been scheduled. The patient is reported to be stable.